Manufacturer narrative:
The lvad remains in use. However, the replaced portion of the driveline was returned for evaluation. The evaluation of the distal end of driveline confirmed an issue that could have potentially contributed to the reported event. A section of the driveline approximately 21.5¿ long was returned and there was evidence of a prior distal driveline replacement. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or electrical shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed a small breach to the insulation of the red wire approximately 10.25" from the metal connector. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing at this location. The remaining wires were slightly kinked and abraded, but were otherwise unremarkable. If the exposed conductors of the red wire made contact with the braided shield while the patient was operating on the power module, the resulting electrical short to ground could have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the log file that was provided by the account. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the emergency room with reports of pump stoppage alarms while connected to the power module at home. The alarms stopped after the vad was changed to battery power. It was also reported that the patient was placed on a facility owned ungrounded power module patient cable and there were no further alarms or pump stoppages. The patient was asymptomatic and stable during the event. Log files submitted to the manufacturer confirmed the reported event. On (B)(6) 2015, the manufacturer's technical services team performed an external percutaneous lead replacement approximately 2 inches from the exit site. All tests passed and the patient's system controller was tethered to a grounded power module patient cable without issue.